Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and verified the logs. The customer confirmed no further issue after a system power cycle. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer observed arm 4 jumped while it was in use. The technical support engineer (tse) did not have the system logs at the time to help determine any system issues. The procedure was completing as planned with no known impact or patient consequence was reported.